Manufacturer narrative:
The repair inspection also noted, the objective coverglass at the distal end is cracked (non-reportable). The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress. Therefore, the root cause of the reported colored image defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii autoclavable video telescope was returned to the olympus repair center, for a reported "color effects" that was found during inspection before use. When the scope was plugged into the television system, green colored lines were visible. However, during testing, olympus identified the image produced by the scope has varying colors (green/pink/purple), due to a defective video cable. No death or injury and no impact to patient or other has been reported to olympus. This repair is being submitted to capture the colored image defect found during repair evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image error (purple/green image) was due to a defective cable unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the product receipt date (d9).